Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/belt messages) was confirmed due to the orange pulse wire being broken at the ECG ¿c&d¿ cable. The belt did not pass essential performance testing. The root cause for the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.